Event description:
Per the physician's report, approximately a year ago, this patient began to have infections, drainage , and a buildup of granulation tissue on the implanted side. The patient was treated with antibiotics, which caused the symptoms to subside for a time. Facial weakness also developed on the implanted side. At some point (date not provided), the electrode array lead pushed through the tympanic membrane. In 2006, the surgeon performed a surgery to push the electrode array back into the cochlea. The surgeon noted that the active portion of the array was visible through the eroded lateral wall. The surgeon reported that the erosion was likely due to the continued middle ear infections. The surgeon and patient's family reportedly discussed implanting the contralateral ear or explanting the current device, letting the ear heal, then reimplanting the ipsilateral ear. No decisions have been reported to cochlear.